Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy procedure, the surgeon stated that the knife did not cut all the way through the end. It was also reported that the surgeon manipulated the stuck tissue on the reinforced material to get it out. As seen on the attachment sent, it was seen that there was rough edges on how the tissue was cut. There was no patient injury.